Manufacturer narrative:
The white foreign object was found to be dimethicone, and dimethicone was put into the flushing pump water supply tank and used. Only sterile water or saline should be put into the water supply tank. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a diagnostic upper screening examination, a white foreign object came out of the sub-water supply port of the gastrointestinal videoscope. After the white foreign object came out, the scope was not used on patients. The procedure was completed using the same set of equipment and there were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the instructions for use (IFU). A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: the instruction manual operation manual,¿ gif-xz1200, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual,¿ gif-xz1200, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.